Event description:
It was reported, that the patient presented in clinic for a follow-up. Upon interrogation, it was noted, that the leadless pacemaker exhibited intermittent loss of capture. X-ray imaging was performed and it was noted, the device was unstable and a micro-dislodgement occurred. The device was explanted and replaced with a transvenous pacemaker system. The patient was stable.